Event description:
Highly cacific posterior tibial vessel where caravel was inserted and advanced to the calcium. The tip became wedged into the calcium and as the operator attempted to advance or retract the catheter, slight torque was applied and the tip of the caravel came off on the abbott command wire. After the operator noticed that the tip of the caravel was separated from the catheter, he simply advanced a second balloon down to the tip, inflated the balloon and dragged the tip (on the command wire) back to the sheath and was safely extracted from the patient.

Event description:
Highly calcific posterior tibial vessel where caravel was inserted and advanced to the calcium. The tip became wedged into the calcium and as the operator attempted to advance or retract the catheter, slight torque was applied and the tip of the caravel came off on the abbott command wire. After the operator noticed that the tip of the caravel was separated from the catheter, he simply advanced a second balloon down to the tip, inflated the balloon and dragged the tip (on the command wire) back to the sheath and was safely extracted from the patient.